Manufacturer narrative:
Additional devices involved in this adverse event include: item # hgb161407a, lot # 17331050, UDI # (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. As the devices remain implanted, and no images were provided, the exact cause of device separation leading to type iii endoleak was unable to be established. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, improper component placement, component migration, and endoleak.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair using gore® excluder® iliac branch endoprostheses (ibe). On (B)(6) 2019 a small separation and type iii endoleak were noted between the previously implanted iliac branch component, and the internal iliac component. The cause of device separation was reportedly unknown. No aneurysm enlargement was noted. A reintervention was scheduled to place a gore® excluder® aaa aortic extender component as a prophylactic measure. On (B)(6) 2019 the reintervention was performed to treat the type iii endoleak. A gore® excluder® aaa aortic extender component was used to complete the procedure. There were no further reported issues. The patient tolerated the procedure.